Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: route, x-tream. Guide cath: brite tip 6f xb40. Stent: xience v 2.5x28. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek catheter noted blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the balloon 1 mm proximal to the distal marker. Physical resistance during advancement can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, and interactions with other devices or accessory device support. Scanning electron microscopy concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. The leak was confirmed to be located above the distal marker along a balloon fold/crease. There was also a slight ridge observed in the distal marker. As there was no report of any leaks noted during preparation for use, this may indicate that the rupture was not present prior to the procedure. Additionally, the lesion was mildly tortuous, mildly calcified and 90% stenosed, which likely contributed to the experienced rupture. The balloon material likely became damaged (scratched) from interactions with other devices, the stent implant and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing for balloon rupture pressure met manufacturing criteria. Additionally, during manufacturing, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify the rated burst pressure and balloon integrity. Based on the information provided and the analysis of the returned product, the reported physical resistance and subsequent balloon rupture appear to be related to an interaction with the stent implant and thus the operational context of the device. There does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a 2.5 x 28 mm xience v stent was deployed in the left anterior descending artery. An attempt was made to advance a 1.5 x 12 mm trek balloon catheter into the 1st diagonal artery; however it would not cross and so a non-abbott balloon catheter was used. Afterwards a 2.0 x 15 mm trek was advanced through the implanted xience v stent to the same lesion in the 1st diagonal, but the balloon got stuck on the stent struts causing the balloon to rupture on first inflation at 4 atmospheres for 15 seconds. A non-abbott balloon catheter was used successfully to complete the kissing balloon technique. No adverse patient effects were reported. No additional information was provided.